Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. No anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported the epg (external pulse generator) was being used on a patient when it was noted on an egm (electrocardiogram) monitor that the size of the pacing spikes changed, and a pacing failure was suspected. The epg was exchanged for another epg. Repositioning of the temporary pacing lead was then performed. The patient had their own intrinsic rhythm of about 30bpm (beats per minute). No patient complications have been reported as a result of this event.